Manufacturer narrative:
The pump was received with a button error alarm, and no button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading was 103 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.